Event description:
During a ptca /stenting treatment procedure, the maverick2 monorail 20/2.5mm balloon ruptured at an unknown pressure on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the left anterior descending coronary artery and the trunk of the left main coronary arter. The physician used a 7fr mach 1 guide catheter and a pt2 guide wire to cross the lesion. A cypher 3.5/23 mm stent was placed, causing the plaque to shift to the left circumflex coronary artery. The maverick2 monorail balloon was then used to dilate the left ciucuimflex coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. Patient status is reported as 'fine'.